Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 5 degree sigma femoral adapter got stuck in the torque limiter when the surgeon was attempting to fit the adaptor to the tc3 femoral component. There was a surgical delay in the procedure but the procedure was completed using the 7 degree femoral adapter. No charge po will be provided for the replacement component at a later date. Please ship component to (B)(4). Patient consequence? :no.

Manufacturer narrative:
Pc-(B)(4).examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Product code 960781, lot number hf6923. No anomalies or deviations were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.